Event description:
The user facility reported having terminated an endoscopic examination, as the pt's anatomy was extremely tortuous. The user facility reported that as the endoscope was withdrawn, an area of superficial irritation was noted on the colon wall that had not been seen upon insertion. The reporter stated that no intervention was needed on behalf of the pt, however, a sharp edge was detected on the distal tip of the device following the procedure. The device was removed from service and sent to olympus for eval.

Manufacturer narrative:
Olympus followed up with the user facility regarding the reported event. The user facility reported not to have inspected the physical device prior to use. An olympus field representative has been dispatched to visit the user facility to provide in-service training on appropriate handling and reprocessing of the endoscopes. The device referenced in this report was returned to an olympus service branch for eval. The eval confirmed deep dents and scratches on the distal end cover with a sharp edge, which may have contributed to the reported event. The device also failed electrical leakage testing. The cause of the reported event was determined to be due to physical damage from user mishandling. The device has been repaired and returned to the user facility. The pcf-140l operation manual instructs users to inspect the external surface of the entire insertion tube, including the bending section and distal end for any irregularities prior to each use. The manual further advises users that the device should not be used if any irregularities are observed. This report is being submitted as a medical device report in an abundance of caution.